Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The imaging provided confirmed at 100% the valve was severely constrained and had an infold present. A post balloon aortic valvuloplasty (bav) was attempted but the dislodgement as stated is not captured in the imaging provided. There is no additional imaging confirming the recaptures as stated in this event. The image review also showed a valve (d316504) load check for this event confirming a good load. It also showed the second valve (d316504) was implanted in a good location and the angiogram confirmed there was coronary filling. Per evolut instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." With the limited information available, a conclusive root cause for the incomplete expansion cannot be determined. A post-implant bav was performed to address the incomplete expansion. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve was reported to be implanted in a shallow position as the physicians were trying to avoid the possibility of having to use a pacemaker. Although a conclusive root cause cannot be determined due to the limited information, the dislodge was likely due to post-implant bav, which was reported as having caused the dislodge when the balloon slid and was pulled up before it was deflated. A second valve was implanted to address the dislodgement. The report of patient death two days post-implant did not provide a specific cause. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. No further action is recommended at this time. This event does not indicate device misuse or malfunction. Updated data: h6 - method code, results code (c19 applies to the second valve d316504) and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial #: (B)(4), ubd: 07-jan-2022, UDI#: (B)(4). Product analysis: the valves remain implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with native valve leaflet calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. During the first deployment attempt, the implant position of the valve was slightly deep; the valve was recaptured. During the second deployment attempt, the implant position was too shallow and the valve was recaptured. The valve was fully deployed on the third attempt at an implant depth of 3-4mm. It was reported the valve frame appeared constrained. A post-implant bav was performed using a 26mm non-medtronic balloon. When the balloon was inflated, it slid ventricular, then before it was deflated the balloon was pulled up which caused the valve to dislodge into the ascending aorta. Subsequently, a second valve was successfully implanted at a depth of 2mm. Two days following the valve implant procedure, the patient went into respiratory arrest, coded, and died. The cause of death is unknown. An autopsy was not performed.